Event description:
Hospital records dated (B)(6) 2013 noted that the patient presented to the emergency department with recurrent seizures. The notes indicate that the patient was admitted for further treatment and evaluation. It was noted that the patient has been having increasing seizures over the past several days. The notes indicate that several of the spells were photographed and that most of them were pseudoseizures. The notes indicate "it is doubtful any of them were true seizures". The final hospital report dated (B)(6) 2013 notes that the patient is doing well. Attempts to obtain additional information have been unsuccessful to date.